Event description:
It was reported the coil prematurely detached inside the catheter.no patient injury reported.

Manufacturer narrative:
Only the implant coil was returned and the evaluation could not determine the cause of the event.(B)(4).